Manufacturer narrative:
Unit was received with a critical pump error (open book image) alarm. The problem is isolated to the electronic assembly. Unable to perform displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests or verify communication to sensor simulator, bg meter due to critical pump error (open book image) alarm (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was late in delivery due to transit issues and sending new one and returning old one upon arrival. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.